Event description:
During preventive maintenance by a service technician this bio-console 560 controller instrument had a battery issue that required replacement. The batteries could not keep unit running during function test. Lot 0011780938 was removed and replaced. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the removed batteries have been installed for two years.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that this bio-console 560 controller unit had battery issues. The service technician observed that the batteries could not keep running during functional test. The issue was resolved by replacing the battery ,12v,6.5 ah,certified*2 in accordance with all applicable maintenance instructions and manuals with all checks checking within limit. Preventive maintenance was performed as per specification. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.